Event description:
A consumer's father reported that a cosmetic surgeon injected oil into a scarred area on his son's left cheek as a filler approximately three or four years ago. The son experienced an uncomfortable feeling at the injection site and was complaining with more veracity recently than before; reporting it was "almost like a feeling of a foreign object". The son was treated recently for the discomfort with an injection of an unknown product in an attempt to dissolve the oil. Some relief was experienced following the treatment. Additional information was requested.

Manufacturer narrative:
The device was not returned for evaluation. The reporter did not provide a lot number or any identification traceable to the manufacturing process. This device is approved for opthalmic use only. This product was not used in accordance with the directions for use. Additional information was requested on 07/14/2009, 07/28/2009 by mail and phone.